Event description:
During a tfn procedure, 130 degree aiming arm was releasing when it should not be releasing. Another set was used to complete the procedure successfully.

Manufacturer narrative:
Additional info has been requested. Suspect device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be received without a lot number. Manufacture date could not be determined without a lot number.